Event description:
It was reported that a patient underwent a pelvic floor repair procedure in (B)(6) 2012. The patient experienced an extrusion of the mesh on the anterior vaginal wall. The exposed mesh was excised. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.